Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. A service history record review was attempted for the subject device; however the lot number is unknown and cannot be traced. The date of manufacture is therefore, also unknown. The service history evaluation is unconfirmed. A service and repair evaluation was performed for the subject device. The customer reported the handle broke off. The repair technician reported ¿worn-out parts¿ as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the synthes complaint handling unit (chu) on (B)(6)-2015. The evaluation was confirmed. A product development evaluation was performed for the subject device by the synthes chu. Evaluation at the chu shows that this screwdriver is part of the small fragment instruments and used across various plating procedures and in end cap insertion/removal for select solid humeral nail endcaps. It is used to insert screws with a 2.5 mm hex recess. This information is provided per small fragment locking compression plate (lcp) system technique guide and the titanium solid humeral nail system technique guide. The returned screwdriver was received showing significant use and the holding sleeve component was not returned. The handle has an oblique crack at the pin. The cross-pin was found to be broken however the fragment was retained by the handle. The balance of the device shows surface wear and worn edges. Thus, the complaint condition is confirmed but cannot be replicated because the handle is already broken. A review of the design drawings was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned condition is consistent extensive wear and repeated sterilization of the device over an extended lifetime. The handle of the driver is phenolic le grade, and is susceptible to becoming brittle after being subjected to years of thermal cycling which routinely occurs during sterilization cycles. Given the location of the etchings, the device is determined to have been manufactured prior to april, 1997. Thus, the device is over 18 years old and, therefore, the most probable root cause is the age and maintenance of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary procedure the small hexagonal screwdriver with holding sleeve handle broke off. There was a ten (10) minute delay in surgery to obtain a new device. The surgery completed with no negative impact to patient. This event was initially determined to be a non-reportable event; however, the subject device was returned to synthes for evaluation which revealed that the returned screwdriver was received showing significant use and the holding sleeve component was not returned. The handle has an oblique crack at the pin. The cross-pin was found to be broken however the fragment was retained by the handle. The complained condition was re-reviewed due to the evidence of fragmentation and determined to be reportable. This report is 1 of 1 for (B)(4).